Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter .the identified "would not auto restart after a downstream occlusion" alarm was confirmed and reproduced during evaluation while running a loaded set. This issue was found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum infusion pump would not auto restart after a downstream occlusion. There was no patient involvement.